Event description:
It was reported that the patient presented in the ICU unrelated to cardiac health, and far-field r-wave oversensing after ventricular pacing was observed. Oversensing was resolved with reprogramming. Patient will be monitored.